Event description:
A surgeon reports, that during intraocular lens (iol) implant surgery, he noticed one haptic had detached from the optic. The lens was cut into two pieces and removed. During the process, a capsular tear occurred. A new lens was implanted without difficulty during the same procedure. The surgeon reports that the pt is doing well.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Add'l info was requested. Add'l info was received on 02/04/2008 and 02/06/2008.